Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a spider embolic protection device in a superficial femoral angiogram. It is reported that physician was attempting to retrieve the filter device from the left femoral artery into the sheath. The filter device broke and migrated down the left leg to the superficial femoral artery. Right femoral access was obtained and filter was removed using a snare. No further patient complications were reported.

Manufacturer narrative:
Target lesion was in the mid distal superficial femoral artery and had 70-90% stenosis. Stenosis was taken to 10% residual. A 7f artherectomy device and a 6x100 mm balloon were used in conjunction with the spider device. It is reported that detachment occurred when physician was attempting to retrieve the filter device along with the balloon from the left femoral sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.